Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/23/2016 with the following findings: evaluation revealed multiple loss of prime warnings. Eaw 162 observed in the blackbox with low non zero force. The pump exercised for 24 hours- loss of prime was not duplicated. The force calibration passed at 204. The battery compartment was cracked along the side. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Evaluation revealed a battery compartment crack. This report is made based on results of investigation completed on 06/23/2016.